Event description:
While reviewing the most recent download from a lifevest device, lifecor customer support detected multiple "charge profile fault", converter error" and "service code" flags in the downloaded data. Support requested the monitor be returned to lifecor for service analysis. Service analysis confirmed the fault flags were reproducible.